Event description:
It was reported that the patient having difficulty charging the ipg. The patients ipg was replaced with a non rechargeable battery. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-1160 (B)(6). The returned ipg was analyzed, and a review of the patients data indicated that the battery depletion rate was within the expected range. However, the stimulation was active all the time, which required frequent and extended charging time as the stimulation current offset the charge current. It passed the functional test, and an electrical test revealed normal device characteristics. With all the available information, boston scientific concludes the complaint was not confirmed.

Event description:
It was reported that the patient having difficulty charging the ipg. The patients ipg was replaced with a non-rechargeable battery. The patient was doing well postoperatively.